Event description:
It was reported that during the patient's lead revision on (B)(6) 2025 (ref:1627487-2025-04482) the lead was frayed. Only a portion of the lead was able to be explanted. No further intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.